Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery drawer was broken, the battery release was contaminated and one board connector flex and the battery flex were out of specification. It was also noted that the upper case, lower case, two side bail covers, ring cover and the lead flex cover was broken, and two side bails and the ring were bent.